Event description:
Patient had endovascular repaired aaa on (B)(6) 2018 with bilateral insertion of 6f proglides-2 per side ¿ totaling 4. Patient came to vascular clinic on (B)(6) 2018 because of bloody drainage from right groin, stating left groin was fine. Patient was examined finding that bilaterally both groin had presence of pus, bilateral groin ultrasounds were performed finding small bilateral hematomas present, negative for pseudoaneurysms, av fistula, and dvt¿s. The patient was given instructions and left the office. He presented back a few minutes later stating that his right groin broke open and he was bleeding. Upon exam the patient was found to have arterial bleeding from his right groin access site. Hemostasis was obtained with digital pressure. The patient was then taken emergently to the or for exploration of his right common femoral artery, debridement of infected artery, and common femoral artery endarterectomy.